Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the device was explanted and replaced due to dislodgement. Twiddlers syndrome suspected.